Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed and the battery cap threads were found to be damaged. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, battery compartment damage, battery cap damage, and button key contact contamination. This report is made based on results of the investigation performed on 10/01/2014.